Event description:
After c-section procedure it was noted that pt had burn on left hand 5th finger. Pad placed and pencil used during this procedure. The machine was near the left extended arm near the left hand.